Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for device change out, the x-ray revealed extruded conductors on the left ventricular (lv) lead. High threshold was also noted on lv lead. No intervention was made. The lead was connected to new device. The patient was stable.